Event description:
The customer stated that he had to go to the hosp because his meter was not reading correctly. He stated that he tested his blood glucose in the morning and received a reading around 93 mg/dl. After testing his glucose, he was cooking and that was the last thing he remembered. When he woke up, the paramedics had arrived. No other info was provided about the customer's glucose level or what treatment he received at the hosp. The meter and test strips are to be returned for evaluation, and the customer was trading to a breeze meter.